Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10, h1, h6 (component codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The intra-aortic balloon pump (iabp) alarmed, prompting a nurse to respond and find the patient slumped forward in a chair, unresponsive. Upon assessment, the patient¿s pupils were 3 mm and perrla. The patient regained responsiveness, was alert to self, and reported being unable to see but could hear. Although able to follow commands, the patient exhibited weak bilateral grip strength. At 02:17, a code stroke was called after nurses observed blood leaking from the helium tubing of the iabp. The device was clamped and turned off. At 02:21, the patient was taken for a CT scan with a neurology resident present. The patient¿s neurological status improved, with resolved weakness, but continued to report poor vision. The patient returned to the cardiac care unit (ccu) at 03:01 and was taken to the catheterization lab at 03:45 for iabp replacement. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. Iab - leak, blood in tubing & alarm unknown; injury. The intra-aortic balloon pump (iabp) alarmed, prompting a nurse to respond and find the patient slumped forward in a chair, unresponsive. Upon assessment, the patient¿s pupils were 3 mm and perrla. The patient regained responsiveness, was alert to self, and reported being unable to see but could hear. Although able to follow commands, the patient exhibited weak bilateral grip strength. At 02:17, a code stroke was called after nurses observed blood leaking from the helium tubing of the iabp. The device was clamped and turned off. At 02:21, the patient was taken for a CT scan with a neurology resident present. The patient¿s neurological status improved, with resolved weakness, but continued to report poor vision. The patient returned to the cardiac care unit (ccu) at 03:01 and was taken to the catheterization lab at 03:45 for iabp replacement.

Event description:
N/a.

Event description:
It was reported that linear 40cc intra-aortic balloon(iab) alarmed, this nurse responded to the alarm and found patient in chair slumped forward. Patient was unresponsive. Pupils were 3 perrla [pupils equal, round, reactive to light, and accommodate]. Patient became responsive. Patient was alert to self, was unable to track sight. Stated was unable to see but could hear us. Was able to follow commands but had weak bilateral grip strength.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address :(B)(6). A supplemental report will be submitted upon completion of our investigation.